Manufacturer narrative:
A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. Pathology report indicates necrosis of the native tissue, possible ischemic origin. Based on the available case information, the cause of the reported symptoms is likely ischemic necrosis caused by poor native tissue; there is no identified link between the reported event and the graft.

Event description:
Physician performed primary repair of a chronic achilles tendon tear with orthadapt augmentation. Patient had a normal post-op period but 10 months post procedure the patient developed swelling and pain around the achilles tendon. No injury was noted. Approximately 14 months post repair the graft was explanted.